Event description:
It was reported that the patient presented in clinic with tingling in his hands and feet. Intermittent atrial oversensing was observed. On (B)(6) 2013 the atrial lead exhibited clavicular crush, low lead impedance and noise. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found that the outer insulation and outer coil were damaged, due to clavicular crush. The inner insulation was also damaged at the clavicle crush region. This could have contributed to the problems detected in the field.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.